Event description:
Impaired my vision driving. Clear care plus with hydraglyde is a peroxide based contact lens solution. It caused my lens to fog up so that I could not see clearly while driving, nearly causing an accident. Foggy vision continued for a while even after removal of contact lenses. There have been many reports of this happening online (amazon.com reviews). Product was sent back to manufacturer (alcon) in (B)(6) 2016. A refund was promised but not paid. Date the person first started taking or using the product: (B)(6) 2016. Date the person stopped taking or using the product: (B)(6) 2016. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person started taking or using the product again: yes. Why was the person using the product: to clean contact lenses.